Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Review of transcripts revealed non-sustained oversensing episodes due to myopotential oversensing on the implantable cardioverter defribrillator. Programming changes were made.